Manufacturer narrative:
On 06/04/2010: the lay user/pt's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter's battery contact was corroded. If any add'l info is available, the FDA will be notified in a f/u report. At this time, we consider this matter closed.

Event description:
The lay user/pt contacted lifescan alleging the battery contact in the meter has corrosion. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.